Event description:
It was reported by the customer that device did not receive power when connected to ac mains. The reported problem was found prior to pt use.

Manufacturer narrative:
(B) (4): the distributor's service rep evaluated the device and verified the reported failure. The power supply assembly was replaced. The cause of the reported malfunction was determined to be a failure of the power supply assembly.